Manufacturer narrative:
Investigation into this event found that the a/b/o/a/b/o monoclonal cards were being used to confirm three group a positive donors. The customer advised that the units were rejected and sent back to the donor center. No other information about this event is known. The root cause of the weak group b results is unk.

Event description:
The customer reported a weak false positive anti-b result on patient samples using a mts abd monoclonal grouping card while confirming group a donor units. An event of this type could cause the misclassification of a donor's abo group. There was no report of patient harm as a result of this event. Because three patient's samples were tested on an unk number of cards, it is assumed that each donor was tested on an individual card, which supports the generation of three separate events.